Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the description of event and since product was not returned it has not been possible to determine the root cause of this event. However, it might have related problems with the captor valve iris or the silicon discs. Internal actions were implemented and this specific device was manufactured before implementation. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the user attempted flushing the delivery system from the side port with saline, but the saline leaked from the hemostatic valve. He turned the valve to 'close' and repeatedly flushed. Finally he confirmed the saline came out from the tip and the stent graft was placed in the patient. Patient outcome: the patient did not experience any adverse effects due to this occurrence.